Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 385 mg/dl. The mother stated that the customer was experiencing unexplained high glucose for several hours. Troubleshooting was performed. It was stated that the infusion set was changed twice prior to his admission. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. It was stated that they treated the customer with a manual injection with the same insulin that the insulin pump has prior calling and his glucose did not drop. Then the mother called back and stated that the doctor recommended having the insulin pump replaced. It was stated that the customer's most recent glucose reading was 295 mg/dl after treating with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.